Event description:
It was reported that the patient never had any benefit from the ci. A hearing sensation never could be obtained, only non-auditory sensation. Testing of the device was unremarkable. The patient was born deaf on this ear. Before implantation, the possible outcome was discussed with the parents. As success did not come, the patient was explanted on (B)(6) 2010 upon her and her parent's request.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a f/u report.